Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.

Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to report that this device's was exhibiting a monitoring voltage of 2.67 volts with a charge timne of 18.2 seconds last week. The device has now triggered elective replacement indicator (eri) and the monitoring voltage was 2.58 volts associated with a charge time of 22.8 seconds. The clinic nurse expressed concern about the drop in monitoring voltage and charge time. Technical services informed the clinic nurse that the change in the device's battery status indicator was due to charge time and discussed the mid-life display of replacement indicator advisory. Technical services recommended that the patient should be scheduled for a device replacement procedure.